Event description:
The pt experienced intermittent stimulation. The pt had a fall recently. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.